Manufacturer narrative:
Visual examination of the tip of the reduction sleeve found that the sleeve tips are bent outward out of print specification at the mas head retention features. Witness marks noted on top side of tips. Additionally, a functional evaluation was performed on all sleeves utilizing a sample extender and multi-axial screw (mas); the mas head was able to be removed out of all three inner sleeves with the extender in the "start" position.

Manufacturer narrative:
(B)(4). The instrument has been returned to the manufacturer for evaluation. Analysis results are not available at the time of this report. A follow-up report will be sent when the analysis is complete. A review of the device history records did not identify any applicable nonconformance to specification.

Event description:
It was reported that the patient underwent a minimally invasive posterior spinal surgery. It was reported that the inner sleeve would not stay attached to the bone screws. No patient complications were reported.

Manufacturer narrative:
No eval explain code. If information is provided in the future, a supplemental report will be issued.